Event description:
It was reported that the user experienced hyperglycemia with discordant glucose values between a dexcom g7 cgm reading of 243 mg/dl and a fingerstick of 191 mg/dl while using the ilet, after eating and making meal announcements, and following a recent full supply change and target adjustments by the care team. Symptoms included none. Outcomes included self-management without alerts, outside assistance, or medical intervention. Investigation included troubleshooting and user education, including entry of a fingerstick value into the ilet and counseling that the system would calibrate cgm input and continue automated insulin dosing to return glucose to target. Investigation of this case revealed no ilet alerts or alarms and no device malfunction evident, with cause of hyperglycemia unclear given recent meal intake, sensor-to-fingerstick discrepancy, and recent supply change. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.